Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type: programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate continuation of d10: product ID 97745 lot# serial# (B)(6): product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced excruciating pain and bad spasms when the implantable neurostimulator was turned on, with more pain than when it was off. Patient reported they were recharging every other day when using the ins. The implantable neurostimulator battery interfered with cardiogram tests, leading to a week without charging due to not having external devices. The patient was unable to get into bed or sit comfortably due to pain and had undergone a rhizotomy. The controller displayed messages indicating "battery empty cannot continue recharge the controller" and "no device found" since the implantable neurostimulator was not charged. The controller required a battery pack instead of aa batteries. The patient mentioned that the implantable neurostimulator never worked and experienced sickness and pain. Troubleshooting steps included verifying no damage to the controller charging port or recharger telemetry module, removing and reinserting the controller battery, and plugging the controller into the ac power supply to ensure it was charging. The patient was advised to continue recharging the controller before charging the implantable neurostimulator. Additional information was received from patient who did not report any cause of the pain or recharging issues. They state that the implant is now causing them spasms up their right leg and buttocks. The issue has not been resolved and they report they would like the implant removed. Additional information was received from the patient. The patient reported they are meeting with their spine surgeon at the end of the month to set up surgery to remove the device.